Event description:
Followed directions on the icy hot roll on product for a stiff neck and back. Neck began to get red. Leaving a red patch and what appears to be or looks like a burn. This is not a safe product to be sold over the counter to consumers! It did not require me to go to the doctors; I had to wash the product off. Red patch is still present 24 hours later. Event did not reappear after reintroduction.